Event description:
It was reported that the staff had some issues with an aggrastat bolus delivery, using a plum 360 device, to an st-segment elevation myocardial infarction (stemi) patient. The device was programmed for bolus only. The pump alarmed but continued to drip. The reporter tends to watch her pump but she does not understand if they need to rely on an alarm and then the pump keeps dripping, it may cause an issue. The reporter stated that the pump can be programmed in 3 different ways for aggrastat; bolus only, gtt only, and bolus and gtt. The pump alarmed when the volume to be infused (vtbi) was completed. The reporter arrived on the other side of the table to disconnect the line from the patient and found the pump still delivering medication at bolus rate past vtbi at 14:20. There was no patient harm reported. No additional information is available at this time.

Manufacturer narrative:
The device is unavailable for additional evaluation. Without the returned device, a probable cause is unable to be determined. The serial number is unknown, therefore a historical data analysis cannot be performed.